Manufacturer narrative:
(B)(4). Concomitant medical products¿ orthopedic salvage system femoral bushings catalog #: 150477 lot #: 250110, biomet suture button single ¼ inch peg with wire 37mm x 10mm catalog #: 11-150863 lot #: 156460, orthopedic salvage system resurfacing porous coated femoral component 5cm right catalog #: 150352 lot #: 121720, orthopedic salvage system yoke catalog #: 150493 lot #: 122870, orthopedic salvage system locking pin catalog #: 150478 lot #: 233570, orthopedic salvage system 71mm modular tibial base with plug catalog #: 150422 lot #: 140340, orthopedic salvage system tibial bushing catalog #: 150476 lot #: 180710, orthopedic salvage system porous coated im stem with screw 14.5mm x 90mm, orthopedic salvage system 22mm tibial bearing catalog #: 150415 lot #: 982670, orthopedic salvage system axle catalog #: 150480 lot #: 407180, vanguard series a standard patella 37mm x 10mm catalog #: 184768 lot #: 533400. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices currently remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see all reports associated with this event. 0001825034-2018-08263, 0001825034-2018-08264, 0001825034-2018-08265, 0001825034-2018-08266, 0001825034-2018-08267, 0001825034-2018-08268, 0001825034-2018-08269, 0001825034-2018-08270, 0001825034-2018-08271, 0001825034-2018-08272, 0001825034-2018-08273, 0001825034-2018-08274. Device remains implanted.

Event description:
It is reported that the patient is experiencing post-operative pain, neuropathy, several reports of falling and issues with range of motion approximately three (3) years following right knee arthroplasty. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and radiographic inspection, however, the reported event was not confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Although it is reported that the patient had fallen on multiple occasions and refused to wear a knee brace for stability, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient is experiencing post-operative pain, neuropathy, several reports of falling and issues with range of motion approximately three (3) years following right knee arthroplasty. The patient has enrolled in additional physical therapy to address these complications. No additional patient consequences were reported.